Event description:
It was reported that the housing of the monopolar curved scissors instrument was broken. No further details were provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that a hole was burnt through the instrument main tube and part of the tube extension, which indicates that arcing had occurred. A hairline crack was also found on the distal end of the main tube, below the hole. Based on this discovery, engineering concluded that the instrument arced during a previous surgical procedure, and the source of the arcing most likely originated from the crack found in the main tube. No other damage was found.